Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the insulin pump had hardware low level failure alarm occurred during self test. Customer¿s blood glucose was unknown. Customer¿s parent stated that the customer had unexplained low blood glucose level. Customer stated that the alarm happened more than two times. Customer was advised to discontinue use of the insulin pump and speak to local office to insulin pump was replaced. The insulin pump will not be returned for analysis.